Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, the device showed a noise reversion alert and non-sustained right ventricular oversensing. Technical support was contacted and advised that the oversensing was potentially due to myopotential oversensing. The device was reprogrammed to resolve the event and the patient is in stable condition.